Manufacturer narrative:
The author of the journal article was contacted for additional information. No additional information regarding the patient, dates of product usage or observed injuries could be obtained.

Event description:
It was reported in a february 2015 journal article that a patient developed stage 2 pressure ulcers which required medical intervention after using the anchorfast device in the prone position. The patient was an obese pregnant woman who had been transferred from another hospital where she had been managed for 6 days. The pressure injury resolved following several weeks of treatment. No additional information was able to be obtained.